Manufacturer narrative:
The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, ¿anatomical reconstruction of reverse hill-sachs lesions using the underpinning technique¿ (may 2012). Banerjee, s., das, a.k., patel, v.r., and singh, v.k.. Orthopedics (35: e752-e757) this article describes the underpinning raft screw technique following elevation of the impressed cartilage for the reconstruction of medium (20%-40%) reverse hill-sachs lesions. A (B)(6) male had a right proximal humeral fracture initially stabilized with a 3-hole philos plate (synthes). At 14 months postoperatively, the patient underwent an arthroscopic capsular release and subacromial decompression to improve the range of motion (rom) in the right shoulder. At final follow up the patient had no radiographic evidence of graft collapse, humeral head avascular necrosis, or osteoarthritis progression. The proximal humeral fracture healed in anatomical alignment and the patient had regained almost full rom. This is report 1 of 1 for (B)(4). This report is for an unknown 3-hole philos plate.